Event description:
It was reported that in the operating room when the physician inserted the guide wire into the needle placed in patient's subclavian, the guide wire began to fray. As a result, both were removed and a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). A sample will not be returned for evaluation.